Manufacturer narrative:
Philips service replaced the suite pc; device restored to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: gen2400312).

Event description:
It was reported to philips that suite pc failed to boot due to defective os hard drive on a azurion 7 m20. The clinical use of the system was outside of use. There was no reported patient or user harm.